Event description:
It was reported that the patient complained of pain and swelling. The poly insert was removed and replaced with a new poly insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). This event has been reported under MFR report for report #(0002249697-2013-03187).

Event description:
It was reported that the patient complained of pain and swelling. The poly insert was removed and replaced with a new poly insert.